Event description:
It was reported that t:slim x2 pump battery did not charge despite use of tandem charging cable, wall adapter, and working outlet, and pump history showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer tried extended charging time and a different wall adapter without success, so technical support arranged shipment of replacement tandem cable and wall adapter by two-day shipping, advised customer to rely on multiple daily injections if pump battery depleted before new supplies arrived, and instructed customer to call back if issue persisted.